Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2025 for a migrated lead. During the procedure, the physician cut the migrated lead, and a second lead, and left both leads partially implanted. It is unknown which leads are at fault. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
It was reported that the patient underwent surgical intervention on (B)(6) 2025, for a migrated lead. During the procedure, the physician cut the migrated lead, and a second lead, and left both leads partially implanted. It is unknown which leads are at fault. Surgical intervention may be undertaken at a later date to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.